Event description:
It was reported that the device rebooted with unknown reasons during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device rebooted with unknown reasons during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was tested by dräger service and the log file was provided for further analysis. Based on the log entries it can be confirmed that the device performed a restart on (B)(6) at 15:53 until 15:58. Based on the device test and the log entries loose internal wiring was determined as the root cause of the malfunction. After reconnecting all cables and harnesses the device ran normally during a long-term test run. In the event that the device stops ventilating, audible alarms and visual messages would be activated informing the user of the status of the device. The safety-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. According to the instructions for use the user must ensure that back-up ventilation with an independent manual ventilation device is always available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.